Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen was intermittently unresponsive to the unlock swipe, and the device resumed normal function later the same day. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects, and blood glucose levels were not affected. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and request for demonstration video. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.